Manufacturer narrative:
This report is submitted on jun 06, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced persistent skin overgrowth at the abutment site and subsequently was treated with a steroid gel (date not reported). Revision to exchange the abutment is planned; but has not occurred as of the date of this report.